Event description:
It was reported by the patient that they underwent an abdominal hernia repair procedure in 2008 and mesh was implanted. The patient experienced severe pain and the mesh was removed on (B)(6) 2011. During the repair procedure, the hernia was closed with suture, no mesh was used. The patient continued to have severe pain and underwent a lot of tests, which were all negative. The hernia was repaired again in 2013. A new mesh could not be used because there was too much damage from the previous surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.